Event description:
It was reported that on (B)(6) 2022, a 31mm epic valve was selected for a mitral valve replacement procedure. A 31mm non-abbott device was explanted (that was implanted 3 years prior to date of replacement) and a 31mm epic valve had been implanted without complication. However, it was confirmed via echography that there was notable mitral valve regurgitation occurring when weaning from the pump. The patient was placed back on the pump to remove the 31mm epic valve. During visual inspection , it was noted that the 31mm epic valve had a 3mm long tear at the base of one of its leaflets. The decision was then made to use a 29mm epic valve due to lack of another one of the same size to complete the procedure. On (B)(6) 2022, the patient suffered a myocardial infarction and passed away. The patient's heart was noted to be functioning suboptimal prior to passing away. Cause of death is believed to be related to replacement of competitor bioprosthesis, extended bypass time, and the myocardial infarction.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, and a correction needs to be made as the cause of death was not a myocardial infarction, but rather due to worsening heart failure and prolonged time on bypass during procedure. It was noted that due to the angle of the patient's annulus the strut of the 31mm epic valve was facing downward when implanted. The patient's was noted as having poor cardiac function prior to procedure. The cause of the patient's worsening heart failure is unknown.

Manufacturer narrative:
An event of an intraoperative tear and patient death thought to be due to the replacement of the valve, extension time of cardiac pump during surgery, and the patient¿s cardiac depression was reported. The investigation found that there was an incision/tear present in the midportion of cusp 1, as well as a hemorrhage in the base of cusp 1. Cusp 1 contained thinning in the tissue. This thinning was not present at the incision/tear site. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including passing functional testing and multiple visual specifications for damage prior to release. The tear noted in the cusp is consistent with damage during the procedure or during device preparation. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 device code 1969 myocardial infarction (mi).